Event description:
There was an allegation of questionable toxo igg elecsys e2g results from the cobas e 801 module. On (B)(6) 2022, sample 1 result was < 0.18 (negative). On (B)(6) 2022, sample 2 result was 14.00 (positive). The sample was sent to another laboratory, which confirmed the presence of igg anti-toxoplasma antibodies on western blot. On (B)(6) 2022, sample 3 result was < 0.18 (negative). The customer then repeated samples 1 and 2 and the results were negative. No specific results were provided. No unit of measure was provided. The questionable results were reported outside of the laboratory. The reagent lot number was 598234. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The analyzer alarm trace lists several sample clot and sample short alarms which indicate an issue with the sample quality. This could lead to contamination of the measuring cell and signal carryover. The event was found to be consistent with a preanalytical sample handling issue. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.